Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: thread of cervios chronos came off. After the surgeon removed the holder for the cervical cage, the surgeon wanted to reposition the cage. While repositioning the cage the surgeon saw part of the thread of the cervios chronos had come off and it was impossible to place the holder for the cervical cage. No consequence to the patient, delay of surgery was 20 percent and the incident did not require further treatment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
This device used for treatment and not diagnosis. A small fragment of the first thread flank of the cervios chronos implant was sent back for investigation. The size and the deformation of the small fragment make it impossible to check any of the dimensions. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard for peek. Based on the received fragment we are not able to determine the cause of this occurrence. 150 pieces of the lot number in question were manufactured in march 2010 and we are not aware of any other complaint for this article- and lot number. At this point we can only assume that this part of the thread flank broke off because the implant holder was removed before the thread was completely unscrewed or because of cross-treading during the insertion of the holder.

Event description:
This is 1 of 1 report for complaint (B)(4).